Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. It was reported that the customer received motor error and no delivery alarms prior to the hospitalization. It was stated that the customer changed the infusion set several times, but continued to experience no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge